Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due or verify unexpected battery power loss to display anomaly. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. Customer stated insulin pump was broken, cracked where battery goes in, corrosion in the battery compartment, change batteries constantly also had blank display. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.